Event description:
It was reported that the patient experienced a low glucose episode while sleeping after a pre-bedtime bowl of fruit that was not properly announced as a meal; the patient had eaten dinner with an announcement, paused insulin for a walk, later consumed the fruit, and subsequently treated the low with oral glucose tabs while using a g7 cgm with a recorded nadir of 56 mg/dl. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure or method, and relevance of the user interface, consistent with a missed or incorrect meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.